Manufacturer narrative:
(B)(4) date sent to the FDA: 10/20/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle piece removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Unknown. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the condition of the patient? Healed and discharged.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the condition of the patient? Lot number?

Event description:
It was reported that a patient underwent surgical resection of the right anterior chest due to nevus pigmentus on (B)(6) 2021 and suture was used. The patient was given sterile disinfection and injection of anesthetic. After excision of the mass, the problem of pulling off suture needle happened when sewing. Changed another to sew. And then disinfection and dressing were given to the patient. The surgery was completed. No adverse patient consequences were reported. Additional information was requested.